Manufacturer narrative:
Date sent to FDA: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery of the previous mesh on (B)(6) 2011 during which the surgeon noted the previously placed mesh had herniated up to within the hernia sac and likely contributed to some of his pain and disfigurement. There were small adhesions up to the anterior abdominal wall. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2012 during which the surgeon noted the mesh pulled away from both its transfacial suture and pro tacks so the left side of the mesh was protruding up into the hernia defect. Inspection of the anterior abdominal wall revealed omentum and small bowel adherent and incarcerated within a recurrent hernia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was reported that the patient underwent a previous incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. Other procedure is captured in separate file. No additional information is provided.